Manufacturer narrative:
Event site name (B)(6). The iabp has two battery bays which accommodate exchangeable rechargeable batteries. The system automatically switches to battery power if ac power is not available (intentionally or due to power loss). Prior to portable operation, the battery should be fully charged. The current state of charge of each installed battery is depicted in the battery icon display area on the monitor display. The percentage of charge on the battery pack can be observed by depressing the charge status button located on the back of each battery pack. Five led's are provided to indicate the state of charge. Each led indicates approximately 20 percent charge. To view the battery status, press the button located on the front of the battery. The leds will illuminate informing the user of the battery¿s approximate state of charge. Additionally, the battery status leds will be illuminated when the battery is charging. However, in this state, the led representing the current state of charge will continuously flash informing the user that the battery is charging. 1. Battery not charging because of power management board: the battery is charged by the pcb power management board in the carddiosave. The the power management board is comprised of circuitry which provides power path control in order to automatically and seamlessly switch the system between ac power and dc power. The power management board provides a li-ion battery charger and the means to charge a battery pack in either of the two power slots from either of the two ac/dc bulk sources. The power path control applies/removes input power to the battery charger as well as selecting the source of the charger input power to be from any power slot or from the permanent ac/dc bulk supply. The power path control is also capable of selecting the destination of the charge current to be either of the two power slots. A microcontroller is provided on the power management board to manage power path operation, to acquire, through a/d conversion, system voltage/current information, communicate with the li-ion battery packs, control the li-ion battery charger. When a defect takes place in the power management board specifically to the circuitry that provides and manages the power path, the charging application of the power slots get affected and the system no longer charges the battery. The system shows an informational message "unable to charge batteries" when the system is unable to charge batteries

Event description:
It was reported that during pre use, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Battery not charging has been reported. There was no patient involvement reported. The getinge field service engineer reported that management control pcb needed replacement. After replacement product passed all functional and safety tests per manufacturer specifications.